Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Customer changed cartridge and infusion set, used manual insulin injections, and primed the tubing to resolve issue. There was no reported adverse impact to the customer¿s blood glucose level.